Manufacturer narrative:
The reported events of inability to interrogate and inappropriate magnet response were confirmed. The reported event of muscle stimulation was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
The patient presenting to the clinic having experienced stimulation at the pocket. It was not possible to interrogate the device and an inappropriate magnetic response occurred. A device exchange is planned. The patient was in stable condition.